Manufacturer narrative:
Product complaint #: (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Lot number was j2137556 the device has been received at (B)(6) and will be shipped. No further information will be provided. The foreign substance was found in the operating room. It was found after opening the package. The location of foreign substance was inside final packaging (packaging closest to the product). The foreign substance was found before use so another package was opened and used. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2022 and a drain was used. Prior to use, a hair was found in the sterile package. The foreign substance was found in the operating room, after opening the package. The location of foreign substance was inside final packaging, closest to the product). The foreign substance was found before use so another package was opened and used. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9, h4, h6 component code: g07002 product not confirmed. H3 evaluation: one opened sample was received. The complaint sample was analyzed and no foreign matter like human hair was observed. Moreover the integrity of the package was not intact, thereby external factors like improper handling, improper usage at user end could not be ruled out. Therefore further investigation of the sample was not possible. Thus the complaint was not observed. Retain samples were checked for lot and no defect related to complaint was observed. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.